Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the patient was taken to cardiac theatre for emergency surgery. Patient arrested in operating theatre prior to the commencement of surgery. During a prolonged resuscitation process the physicians attempted the insertion of three intra-aortic balloon(iab) catheters. Resuscitation was unsuccessful and the patient subsequently died. The cause of death was stated as pulmonary artery tear. The notes also said there was an aortic rupture complicated from iab insertion and iab catheter rupture. The customer said they did not believe the iab insertion had contributed to the patients unfortunate death. This report is for the 2nd iab used. A separate report will be submitted for the 1st and 3rd iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period (B)(6) through (B)(6) was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
It was reported that the patient was taken to cardiac theatre for emergency surgery. Patient arrested in operating theatre prior to the commencement of surgery. During a prolonged resuscitation process the physicians attempted the insertion of three intra-aortic balloon (iab) catheters. Resuscitation was unsuccessful and the patient subsequently died. The cause of death was stated as pulmonary artery tear. The notes also said there was an aortic rupture complicated from iab insertion and iab catheter rupture. The customer said they did not believe the iab insertion had contributed to the patients unfortunate death. This report is for the 2nd iab used. A separate report will be submitted for the 1st and 3rd iab.